Event description:
It was reported that the patient presented with syncope. Impedance in both unipolar and bipolar configuration was greater than 9999 ohms. Prior to presentation, patient reported as active and was doing aggressive upper arm exercises. Fracture was reported to be at the point where the lead entered the generator. The lead was removed from service. No further patient complications have been reported as a result of this event.